Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of low blood glucose readings from the insulin pump. The customer's blood glucose reading was 115 mg/dl. The customer stated that the transmitter did not blink when connected to the sensor. The customer disconnected the pump from the charger and reconnected the pump to the sensor. The customer stated that she experienced a cal error. The customer stated that at night, she had a sensor glucose reading of 229 mg/dl and a blood glucose reading of 50 mg/dl. The customer stated that the alarm did not occur shortly after performing a "find lost sensor". The customer was advised to call back if the cal error recurs. The customer will be sent a replacement sensor.